Event description:
A malfunction alarm labeled as malf 0 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to the unavailability of a charging pad, which was required for the process. After contacting support, the customer received instructions and successfully reset the pump with assistance. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.